Event description:
In 2009, nellcor puritan bennett received info stating that a baby was on a goodknight 425 and pt expired. At this time it is unk what treatment the device was being used for.

Manufacturer narrative:
Npb tech services dept notified initial reporter that the device was not meant to be used on pts weighing less than 30kg (66lb) per indications for use. Indications for use state, "the device is to be used in treating obstructive sleep apnea in spontaneous breathing pts weighing over 30 kg (66lb) within a homecare or hosp environment". Npb will try to obtain further event info and a f/u MDR will be sent when and if new.......